Event description:
Pt reported the infusion set connection has loosened 3 times during use. This occurred at the connector and resulted in a leak of insulin in the system. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. Infusion set was requested for evaluation. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.